Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pocket failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pocket was failed. A field service engineer (fse) tested in hardware test application (hta) and the cubies were not releasing properly. So, the fse reseated all the row cables which did not resolve. So, the fse removed the drawer and replaced the flat flex cable, then reseated all the controller cables and reinstalled and tested fine in hardware test application. The system functioned as intended after the field service engineer repaired the device.